Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure) was confirmed based on the event log review but was not confirmed during the functional testing at the customer site. The event log review indicated multiple tcmid:06 errors, confirming the reported complaint. During the functional testing at the customer site, the tcmid:06 error was not reproduced. The thermogard system will be transported to zoll service depot for further evaluation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During the ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure). The system was in run mode for approximately 2 days when the issue occurred. The customer used another device to continue the therapy. There were no consequences or impacts on the patient.